Event description:
Additional information received from eye specialist: as of august 8th, the date of information receipt, the patient continues to undergo treatment. The patient was seen for 9 office visits between june 15th and july 31st, the patient was scheduled for additional follow-up on august 14th, information has been requested from the treating eye care provider, no further details have been received. Further medical information and incident resolution remains unknown. It is unknown if the patient will be left with permanent scaring on the cornea and/or permanent vision reduction. Good faith efforts have been made to obtain additional medical information without success. The patient was diagnosed on june 19th with a central corneal ulcer. On june 19th, the patient was prescribed tobradex 0.3-0.1% eye ointment to be applied every two hours. On june 30th cornea cultures were taken by the eye care provider, paecilomyces mold species were found. On june 30th, the patient was prescribed voriconazole 1% to be used every thirty minutes, fortified vancomycin 25mg/ml to be applied every 15 minutes, and fortified tobramycin 9.1mg/ml to be applied every 30 minutes.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient reports eye irritation, pain and swelling in the right (od) eye that was not improving. The patient saw her eye care provider on (B)(6) where they diagnosed a central corneal bacterial ulcer and peripheral corneal infiltrate. The patient was prescribed polytrim (antimicrobial solution) to be used every hour. The patient was seen for three follow up visits, (B)(6), and was referred to a specialist. The patient was seen by the specialist on (B)(6) and for treatment of the corneal ulcer. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to the nature of the diagnosis (bacterial ulcer) and unknown resolution.